Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28may2020.

Event description:
The customer reported the occurrence of alarms related to blower stalled, 35 volt supply failed, and auxiliary alarm supply failed. The customer reported that the ventilator and alarms could not be turned off so the battery had to be removed to forcibly power the unit off. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. There was no report of medical intervention being required as a result of this event. Gender: male; age: (B)(6) years; height: 164cm; weight: (B)(6) kg.

Manufacturer narrative:
G4: 21jul2020 b4: (B)(6) 2020 philips was not authorized to conduct the repair at this time. No product was returned for evaluation. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10jun2020; b4: 16jun2020. The manufacturer¿s international service technician inspected the device and could not duplicate the reported issue. The service technician found in the ventilator diagnostic logs error codes indicating a ventilator restarted due to anomalies detected during operation, backup alarm failed, auxiliary alarm supply failed, 35 v supply failed and blower stalled. The power management board will be replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:17dec2020. B4:18dec2020. It was reported that the manufacturer¿s international service technician replaced the power management board and power supply. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.